Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4).